Event description:
According to the reporter, during an open whipple procedure, while stapling the stomach, the device was difficult to close, and approximately 1 cm of the staple line appeared to separate on both sides. The malformed portion of the staple line was re-stapled and resected to complete the case and resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.